Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) has 1 year remaining and has reached to elective replacement indicator (eri) 1 month later. Boston scientific technical services (ts) assessed and reviewed; the charge time was 15.4 seconds which is a secondary mechanism for triggering explant. In addition, the patient experienced infection when the pocket was opened. Subsequently, this crt-d was explanted, and device will not be returned to be sent to pathology. No additional adverse patient effects were reported.